Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device failed to acquire leads ECG. There was no report of patient harm. A second paramedic unit responded and was able to acquire an ECG.